Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with glucose (glu2) assay on a cobas integra 400 plus analyzer. Initial result: 680 mg/dl. 1st repeat result: 200 mg/dl. 2nd repeat result: close to 200 mg/dl (no specific result was provided). No questionable result was reported outside the laboratory as the customer doubted the initial result and repeated the sample. The repeat result was deemed to be correct.

Manufacturer narrative:
The glu2 reagent lot number and expiration date were not provided. The customer stated that the instrument required maintenance. Investigation is ongoing.